Event description:
Dealer states one of the side frames needs to be replaced because the headtube split and the bearings fell out. No injury reported. Consumer is sole owner of chair. No additional information available.